Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. Additional details were requested but not provided. The patient samples were not available for investigation. No new discrepant results have been reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable 25-hydroxyvitamin d (vitd) results on their e-module. The customer stated there were some samples with vitd results above 70 ng/ml that were manually diluted 1:2 and the results were below 70 ng/ml. The customer provided data four for patient samples with discrepant results. The specific date of this event was requested but not provided. The first patient's initial vitd result was >70 ng/ml. The sample was manually diluted 1:2 and the result was 34.26 ng/ml. The sample was then tested on an architect analyzer and the result was 38.0 ng/ml. The second patient's initial vitd result was >70 ng/ml. The sample was manually diluted 1:2 and the result was 21.3 ng/ml. The sample was then tested on an architect analyzer and the result was 22.0 ng/ml. The third patient's initial vitd result was >70 ng/ml. The sample was manually diluted 1:2 and the result was 19.06 ng/ml. The sample was then tested on an architect analyzer and the result was 19.0 ng/ml. The fourth patient's initial vitd result was >70 ng/ml. The sample was manually diluted 1:2 and the result was 11.02 ng/ml. The sample was then tested on an architect analyzer and the result was 16.0 ng/ml. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether the patients were adversely affected was requested but not provided. The vitd reagent lot number was 173852. The expiration date was requested but not provided.